Manufacturer narrative:
Hwang, s.m., jeon, g.s., kim, s.h., lee, j.t., kim, m.d., choi, m. J. (2013). Transcatheter arterial embolization for the management of obstetric haemorrhage associated with placental abnormality in 40 cases. European society of radiology, 23:766-773 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same journal article as MDR ID: 2134265-2014-04844, 2134265-2014-04845, 2134265-2014-04847, 2134265-2014-04848, 2134265-2014-04849 and 2134265-2014-04850 reported via journal article. It was reported that post a transcatheter arterial embolization procedure, re-embolization was performed. Following placement of possible vortex coils, various patients experienced re-embolization. It is unclear if the coil used in each patient was bsc or non-bsc.